Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the connector on a bd insyte¿ autoguard¿ shielded IV catheter was cracked before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: device/batch history record review was performed. A total of 80,773 units were manufactured on autoguard line 8 starting on 11dec19 through 12dec2016. 2 qn¿s related to the failure were initiated for ¿adapter damaged-deformed¿ disposition of the product, root cause and corrective action are applied according to the quality control plan. 1 non related qn for ¿catheter-adapter leak¿ (extrusion related) was initiated and disposition of the product, root cause and corrective action are applied according to the quality control plan. No additional findings were discovered. Peura (patient end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Observations and testing: received on used iag 18ga catheter/adapter assembly, a needle cover and an empty open packaged. Visual/microscopic examination showed traces of patient residue throughout the unit. Damage was observed on three locations in the adapter starting on the luer and extending towards its nose, no other damage (scuff, scrapping, stretching) was observed. Conclusion: root cause was determined to be related to the manufacturing process. The damage observed on the adapter was initiated during manufacturing. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.